Event description:
It was reported as a general comment that supracore guide wires have met resistance during advancement and removal through 5 fr tapered tip non-abbott guiding catheters. There were no reported adverse patient effects. The number of devices, cases or patients is unknown. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates (reported as having occurred sometime in (B)(6)). Device analysis could not be performed because the device was not returned for investigation. Potential factors which could cause resistance in a guiding catheter include, but are not limited to, patient anatomy and morphology, damage to the guide wire, obstructions to the inner diameter of the guide catheter, kinks or bends in the guiding catheter, coagulation of blood or contrast in the guiding catheter and/or on the guide wire. Manufacturing anomalies could also be a possible factor; however, manufacturing performs 100% outer diameter inspection of all guide wires prior to packaging. In this case, there was no note of any damage to the guide wire prior to the procedure which may suggests that a product deficiency did not contribute to the reported difficulty. Overall, without having the guide wire to examine, a conclusive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported.